Event description:
Customer stated she had a pod that was hard to fill and made a crackling sound, but activated the pod anyway. She experienced high blood glucose levels (bg's) that ranged between 187-445 mg/dl over the 7 hours she wore the pod before taking it off. She was able to activate a new pod. Reviewed labeling instructions with the customer. No further issues were identified.

Manufacturer narrative:
The product will not be returned, so no eval is possible. The customer noticed a "crackling' noise during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damge prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.